Event description:
During surgery, the doctor was removing polyps from the colon. Unit was in coag mode. The surgeon indicated that the unit either self activated or generated too much energy causing severe damage to the pt's colon. Pt's colon was severely damaged - pt is now having to use a coloscopy bag.